Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined the lead was likely damaged due to external stress applied to the lead body. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to twiddler's syndrome. X-ray imaging had confirmed that the leads had pulled back to the device pocket. No additional adverse patient effects were reported, and the hospital will handle product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to twiddler's syndrome. X-ray imaging had confirmed that the leads had pulled back to the device pocket. No additional adverse patient effects were reported, and the hospital will handle product return.